Manufacturer narrative:
H.6. Investigation summary: a my8060-0006 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 92105401. Feedback provided by the customer indicates that leakage was seen beyond the plunger of the syringe; however no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 92105401 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the my8060-0006 product.

Event description:
It was reported that bd needle-free syringe 50ml has a leakage past stopper when withdrawing drug. The following information was provided by the initial reporter, translated from french to english. Mrs *** has informed us that the texium syringe leaks after the plunger when a chemotherapy preparation is withdrawn.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd needle-free syringe 50ml has a leakage past stopper when withdrawing drug. The following information was provided by the initial reporter, translated from french to english. Mrs *** has informed us that the texium syringe leaks after the plunger when a chemotherapy preparation is withdrawn.

Manufacturer narrative:
Investigation result: samples were returned by the customer therefore investigation was conducted on the returned samples. Fifty-nine my8060-006 samples were received in sealed packaging from lot 92105401 for investigation. The samples were received in two boxes, one of nine and the other of fifty in its original bulk packaging. The customer reported that " the texium syringe leaks after the plunger when a chemotherapy preparation is withdrawn." A random sample of fourteen products (four from the box of nine and ten from the box of fifty) were tested. A visual inspection of the samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The samples were subjected to functional testing by drawing and flushing fluid; in all fourteen instances, the customer's experience could not be replicated and no leakage beyond the plunger was identified. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 92105401 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the my8060-0006 product.

Event description:
No additional information